Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer two had failed and would not open. The field service engineer (fse), after troubleshooting, identified that a transistor on the matrix controller board had broken leads. The matrix controller board was replaced, following which the system was rebooted, and storage space was recovered. The drawer was tested in diagnostic mode, and the customer verified proper operation through storage space recovery and inventory. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer keeps failed and user need to pull out the drawer. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.